Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported during an ankle fracture repair the implant broke on insertion. A second incision had to be made to retrieve the broken implant. All was retrieved and no fragments remained in the patient. It was replaced with another ar-8973l-30-130 with a different lot number and the case was completed with no further issues. The patient is fine to date.